Manufacturer narrative:
Name: (B)(6) based on the available information, this event is deemed to be reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration numberreporting site: 8021545manufacturing site: 8021545.

Event description:
It was reported that the patient experienced an infusion set adhesive failure on (B)(6) 2026 where the infusion set fell down on first day of insertion while showering.